Event description:
A user facility in the united kingdom reported that the surgeon found a sharp fragment of phaco needle coming out from the handpiece when performing phaco during cataract surgery. It was identified as a broken part of the phaco needle. The surgeon filled the eye cavity with eyefill hd and removed the fragment carefully from the eye. No extra medications prescribed to the patient apart from the standard discharge drops. Surgeon confirmed the fragment had been removed from the eye safely and the impact to the patient was minimal. The product has been discarded.

Manufacturer narrative:
The device has been discarded and cannot be returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The investigation is complete.

Manufacturer narrative:
Although the product has not been received for evaluation, a review of the photos attached to the complaint file was performed. The one photo shows an opened dp8230s pouch from lot x8311. Another photo shows a green phaco needle being held by gloved fingertips. It is clear by this photo that a section of the hub rim is broken off and missing. The next photos show a green colored particle in a half-moon or semi-circle shape, in the patient's eye. The particle is similar in appearance to the color of the needle and similar in shape to the missing broken rim section on the needle hub. Further review also noted damage or gouges on the threads of the needle as well. The rest of the needle is not visible in the photos. It cannot be determined if the shaft or tip is damaged. The cause of the broken rim section and the damaged needle threads cannot be determined by viewing the photo alone. The investigation is complete.